Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech found the trend gas spring assembly was not functioning. The tech replaced the trend gas springs to repair the bed.